Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. Low bg cause was not known. Reportedly, customer was "extremely chilled" and "could not walk well and needed assistance with a wheelchair". Customer consumed carbohydrates and required assistance from the "medical team at church" who provided apple juice, orange juice, and glucose tablets to address bg. Tandem technical support investigated the pump logs and confirmed the pump was functioning appropriately. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.